Manufacturer narrative:
The explanted product was kept by the medical facility and will not be returned for evaluation.

Event description:
The pt's system was explanted due to a wound breakdown. The patient was reimplanted with a new advanced bionics spinal cord stimulator.